Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. No additional adverse patient effects were reported. Additional information was received indicating that this lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. No additional adverse patient effects were reported.